Manufacturer narrative:
Visual inspection has confirmed the reported event. The lot number was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported screw fractured in patient's mouth.